Event description:
It was reported that during a procedure to pre-dilate a moderately tortuous, moderately calcified, concentric, 99% stenosed de novo lesion in the mid left anterior descending coronary artery, a trek rx 3.25x12mm balloon dilatation catheter (bdc) ruptured on the first inflation of 6 atmospheres for 10 seconds. Resistance was met with the lesion during advancement and retraction of the trek rx bdc from the anatomy. No force was used. The device was completely removed from the patient anatomy. Reportedly the nc trek was prepped inside the patient. A nc trek was used to complete pre-dilatation and a xience v stent was deployed to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide catheter: heartrail ll. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It should be noted that the trek rx instructions for use states that all air must be removed from the balloon and displaced with contrast prior to inserting into the body. In this case, the preparation inside of the anatomy does not appear to have contributed to the reported balloon rupture as it was noted that the balloon was properly soaked in the saline prior to the procedure. Based on the information reviewed, there is no indication of a product deficiency